Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Investigation the DHR review, the investigation of the digital design file did not reveal anomalies. The investigation of the returned material shows broken guide at the open sleeve, the weakest position of the guide, but the open guide sleeve was surrounded by enough resin. The product meets specifications, but the root cause can not be determined.

Event description:
In this event it is reported that a surgiguide fractured at pos 46 during surgery. The surgery was aborted. There was no implant placed, patient was sedated and a mini flap was done.